Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash error occurred. It was determined that the issue was related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). It was determined that the issue was related to the mobile application."

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly.